Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv1361 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that a 4 fr groshong catheter was noted to be punctured. No other information was provided.